Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the reservoir lip ring was damaged. Customer¿s blood glucose level was 197 mg/dl. Customer stated that the battery compartment was cracked. Customer troubleshooting was performed for damaged. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. (B)(4).